Event description:
The patient was enrolled in the reprise IV study with patient identifier (B)(6). It was reported that on the same day of the index procedure, the patient developed a conduction disturbance. Procedure summary: prior to the index procedure, heparin or other anticoagulants were given and the patient was on prior regimen of aspirin. The patient received loading doses of aspirin and of 300 mg of clopidogrel. A lotus introducer was placed and the severely calcified aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. The same day of the index procedure, the patient developed a conduction disturbance. No action was taken with regards to the event. At the time of reporting the event was considered not recovered/not resolved. Post procedure summary: post procedure/discharge transthoracic echocardiogram revealed mean pressure gradient of 21 mm hg, ejection fraction of 65% and no aortic regurgitation. The patient was discharged two days following implant. It was further reported that the patient developed new left bundle branch block (lbbb) post balloon valvuloplasty. The patient received a loading dose of 300 mg of clopidogrel, not aspirin and clopidogrel as previously reported. On (B)(6) 2019, 41 days post index procedure during the protocol specified 30-day visit, transthoracic echocardiogram (tte) revealed aortic valve area of 0.84 cm^2 and elevated mean aortic pressure gradient of 37 mm hg. Per edc, CT scan was performed as a diagnostic test. The patient was diagnosed with aortic valve thrombus and the event was treated medically. At the time of reporting, the outcome of the event was considered recovered/resolved. It was further reported that 1 day post index procedure, the patient was noted with left eye diplopia. Per edc, no diagnostics test was performed and no action was taken with regards to the event. The site has confirmed that the event was not associated with stroke. The event was considered resolved the following day.

Event description:
The patient was enrolled in the reprise IV study with patient identifier (B)(6). It was reported that on the same day of the index procedure, the patient developed a conduction disturbance. Procedure summary: prior to the index procedure, heparin or other anticoagulants were given and the patient was on prior regimen of aspirin. The patient received loading doses of aspirin and of 300 mg of clopidogrel. A lotus introducer was placed and the severely calcified aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. The same day of the index procedure, the patient developed a conduction disturbance. No action was taken with regards to the event. At the time of reporting the event was considered not recovered/not resolved. Post procedure summary: post procedure/discharge transthoracic echocardiogram revealed mean pressure gradient of 21 mm hg, ejection fraction of 65% and no aortic regurgitation. The patient was discharged two days following implant. It was further reported that the patient developed new left bundle branch block (lbbb) post balloon valvuloplasty. The patient received a loading dose of 300 mg of clopidogrel, not aspirin and clopidogrel as previously reported. On (B)(6) 2019, 41 days post index procedure during the protocol specified 30-day visit, transthoracic echocardiogram (tte) revealed aortic valve area of 0.84 cm^2 and elevated mean aortic pressure gradient of 37 mm hg. Per edc, CT scan was performed as a diagnostic test. The patient was diagnosed with aortic valve thrombus and the event was treated medically. At the time of reporting, the outcome of the event was considered recovered/resolved.

Manufacturer narrative:
B5: updated.

Event description:
The patient was enrolled in the reprise IV study with patient identifier 0763r4302. It was reported that on the same day of the index procedure, the patient developed a conduction disturbance. Procedure summary: prior to the index procedure, heparin or other anticoagulants were given and the patient was on prior regimen of aspirin. The patient received loading doses of aspirin and of 300 mg of clopidogrel. A lotus introducer was placed and the severely calcified aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. The same day of the index procedure, the patient developed a conduction disturbance. No action was taken with regards to the event. At the time of reporting the event was considered not recovered/not resolved. Post procedure summary: post procedure/discharge transthoracic echocardiogram revealed mean pressure gradient of 21 mm hg, ejection fraction of 65% and no aortic regurgitation. The patient was discharged two days following implant. It was further reported that the patient developed new left bundle branch block (lbbb) post balloon valvuloplasty. The patient received a loading dose of 300 mg of clopidogrel, not aspirin and clopidogrel as previously reported. On (B)(6)2019, 41 days post index procedure during the protocol specified 30-day visit, transthoracic echocardiogram (tte) revealed aortic valve area of 0.84 cm^2 and elevated mean aortic pressure gradient of 37 mm hg. Per edc, CT scan was performed as a diagnostic test. The patient was diagnosed with aortic valve thrombus and the event was treated medically. At the time of reporting, the outcome of the event was considered recovered/resolved it was further reported that 1 day post index procedure, the patient was noted with left eye diplopia. Per edc, no diagnostics test was performed and no action was taken with regards to the event. The site has confirmed that the event was not associated with stroke. The event was considered resolved the following day. It was further reported that the left eye diplopia event causalilty has been downgraded to unlikely related to the lotus edge valve. The patient was instructed to take artificial tears prn to treat the event.

Event description:
The patient was enrolled in the (B)(6) study with patient identifier (B)(6). It was reported that on the same day of the index procedure, the patient developed a conduction disturbance. Prior to the index procedure, heparin or other anticoagulants were given and the patient was on prior regimen of aspirin. The patient received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and the severely calcified aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. The same day of the index procedure, the patient developed a conduction disturbance. No action was taken with regards to the event. At the time of reporting the event was considered not recovered/not resolved. Post procedure/discharge transthoracic echocardiogram revealed mean pressure gradient of 21 mm hg, ejection fraction of 65% and no aortic regurgitation. The patient was discharged two days following implant.